Manufacturer narrative:
Follow-up #1 date of submission 09/14/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. The pump failed a leak test at the battery compartment. The pump cover was opened and moisture ingress was found on the battery canister and force sensor plate. Unrelated to the complaint, the returned battery cap was damaged.

Manufacturer narrative:
Follow-up #2 date of submission 09/22/2016-correction to serial #.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. The reporter claimed that the battery compartment was cracked/damaged. The reporter also claimed that there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.